Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 38 was confirmed during device evaluation. The assignable cause has been identified as defective force sensing resistors (fsrs). The fsrs were replaced to resolve the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should relevant additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.